Event description:
During weekly ma testing, it was reported that the image on the left monitor is too dark. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Readjusted the left monitors contrast and brightness. The system was tested and found to be working as intended and placed back into svc.